Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 775 mg/dl on (B)(6) 2018. Customer did not mention symptom. Blood glucose value when admitted to hospital was 775 mg/dl. Customer blood glucose reading for time of the incident was 454 mg/dl. Customer current blood glucose reading was unknown. Customer did not mention if the insulin pump system was using within 48 hours of reported high blood glucose reading event. Customer was treated at the hospital. The names of the north western medical center. (B)(6). Customer did not perform carelink upload. Customer grandmother prefer replacing the insulin pump and discontinued troubleshooting. There was air bubbles in the tubing. The drive support condition was not mentioned. Infusion set was changed on (B)(6) 2018. Customer did not perform hp test. Products will not be returning for analysis.